Event description:
Staff have noticed that when following the procedure and squeezing the vial, the seam of the vial cracks and the liquid seeps out. Staff noticed this when they put the pipette in to aliquot the specimen and they were not getting any fluid in the pipette. They pulled back the sticker and noticed it was wet and then say the crack. We have not noticed the liquid level low prior to testing.